Manufacturer narrative:
On (B)(6) 2019, the healthcare professional reported that the patient is planning to undergo removal without replacement since the patient doctor believes that it's unsafe for the patient to go through a revision surgery at her current condition. On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the investigation on the suspected medical device was completed. The re-evaluation of the device was performed based on information that the patient was experiencing other complications than initially reported, particularly the calcification. Investigation summary: during evaluation of the sample, it was observed to have a crease in the posterior view. There was a tear within the crease, measuring approximately 6 cm on the same side. No other anomalies were discovered. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/08/19, the investigation on the suspected medical device was completed. Investigation summary : during evaluation of the sample, it was observed to have a crease in the posterior view. There was a tear within the crease, measuring approximately 6 cm on the same side. No other anomalies were discovered. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time because of the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12/20/19, it was found on the initial report and the follow up reports that correct patient sex was not marked. The correct patient's sex is female. The relevant field has been updated. Manufacturer reference number: (B)(4).

Manufacturer narrative:
On 11/26/2019, mentor received additional information regarding the patient¿s symptoms and the revision surgery. The patient experienced bilateral capsular contracture and left-sided calcification. Due to the irregular left-sided calcification finding, the surgeon decided to postpone implant exchange, performed a bilateral capsulectomy on both breasts, and explanted the implants. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 450cc mentor memorygel breast implant, catalog #: 3504504bc, serial #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 450cc mentor memorygel breast implant and experienced postoperative left-sided rupture. The diagnosis was confirmed by a physician. As a result, the patient is scheduled to undergo removal and replacement on (B)(6) 2019.